Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The patient's mother reported via phone call that the up arrow would not function well; the patient would have to press the up arrow key really hard in order for the button to respond. The patient's blood glucose at the time of incident is unknown. Troubleshooting did not occur since the mother did not have the insulin pump with her at the time of call. The insulin pump was not returned or replaced at this time.